Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to foreign matter questionnaire. The following fields were corrected: g2 as health professional was incorrectly selected. The customer completed the foreign matter related survey. The customer confirmed the device was cleaned, disinfected and sterilized prior to sending to olympus. The customer did not know what the foreign object was. There was no delay to the start of precleaning. The nozzle was flushed with water and air. Abnormalities were observed with reprocessing, therefore the customer soaked the endoscope in cleaning solution. The nozzle was wiped/brushed with clean lint-free cloths, a brush or sponge. The nozzle was flushed with detergent solution. The customer had concerns regarding the oer-4 uses. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established, however, the event is likely the result of insufficient reprocessing. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope insertion tube was buckling. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, a foreign object was observed in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was wrinkling in the insertion tube and in the universal cord due to external factors. Upon further inspection, it was observed that a foreign object was inside of the nozzle due to insufficient cleaning or handling of the scope. It was also observed that the bending angle was insufficient due to the elongation of the angle wire. Also, the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was observed that the curved rubber adhesive was missing, and the curved rubber bond was cracked due to external factors. It was also observed that the insertion tube serpentine oredome was missing. Discoloration was observed on the operation part. It was observed that the suction cylinder was scraped due to external factors. It was also observed that the forceps plug cap had been scraped off due to external factors. It was observed that the operation part side oredome of the universal cord part was missing. Water coverage was observed on the electrical connector. Additionally, peeling of the paint was observed on the suction cylinder. Lastly, scratches were observed on the following unit components due to external factors: the tip cover, operation part, the switch box, on the operation unit cover, up and down knob, up-down angle fixing lever, right and left knob, the grip, the universal cord, on the scope connector side of the universal cord, scope connector and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.